Event description:
Revision surgery - due to the pt falling and breaking their subscap.

Manufacturer narrative:
The reason for this revision surgery was due to trauma after 6.25 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is the 1st complaint for this lot. The root cause of the injury was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness